Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).

Event description:
The hosp reported that, during an endoscopic vein harvesting procedure, the hemopro "bullet tip was damaged." No pt effects reported. Product will be returned. Replacement requested.